Event description:
It was reported that the customer experienced high blood glucose. The customer¿s blood glucose level was 30 mmol/l at the time of incident. The customer treated high blood glucose with manual injection. It was unknown if the customer was using auto mode or not at the time of incident. The customer stated that the insulin pump received pump error alarm. Customer stated that the insulin pump passed self test. No further patient complications were reported. Customer declined to troubleshoot. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.